Event description:
It was reported that two days after implant of the device, episodes were recorded with noise simultaneously present on both channels and evidence of oversensing. The noise was noted to possibly be external, however the patient could not recall specific activity at that time. The physician questioned the noise reversion algorithm and it was reported that "the doctor is convinced we (the device manufacturer) have a problem" when comparing it to other manufacturers' algorithms and to earlier device algorithms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.